Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the patient was diagnosed with coagulase negative staphylococcal peritonitis on (B)(6) 2014, was not hospitalized and was treated in-clinic. There had been no reported fluid leaks during treatment prior to the infection. The patient was treated with vancomycin 1g, fortaz 1g, and 2000 units heparin. As of (B)(6) , 2014, the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the complaint or signs and symptoms of peritonitis resolved.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has received medical records and investigation are pending. A supplemental medwatch report will be submitted when review of the medical records are completed. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.